Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ winged shielded IV catheters 24ga 0.75in (0.7 x 19 mm) experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: when the catheter package is opened, the instaflash is positioned at the back instead of the front of the device to check for early blood reflux and proper positioning in the vein. The observation was made on other catheters also, where the instaflash is positioned on the side (the catheter was not kept and no batch number for the latter). The catheter ref. (B)(4) was not used on patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/24/2020. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 24ga unit within undamaged, opened packaging ref. (B)(4), lot 9325506 and three photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual/microscopic examination the unit revealed no anomalies or damage. Per bd design, no orientation is required between the bevel and the notch as it has been proven to have no effect on the flashback. Based on this evidence, no defects were able to be confirmed. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ winged shielded IV catheters 24ga 0.75in (0.7 x 19 mm) experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: when the catheter package is opened, the instaflash is positioned at the back instead of the front of the device to check for early blood reflux and proper positioning in the vein. The observation was made on other catheters also, where the instaflash is positioned on the side (the catheter was not kept and no batch number for the latter). The catheter ref. 381912 was not used on patient.